Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short on the transformer (t1) on the inverter board. The inverter board is located on the rear of the touch screen. A known good inverter board was installed, and the display became fully operational. The functioning inverter board was removed at the completion of the investigation. The cycler underwent and passed a voltage check, valve actuation test, and system air leak test. A pre-accelerated stress test 15 min 1000 ml simulated treatment (self test) was performed and completed with no problems or failures. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient called fresenius technical support to report the liberty select cycler had a powered down issue which occurred on an unknown phase/cycle of dialysis. The display was blank, there was no power outage/ outlet issue. The power cord was securely plugged in, the power switch was switched to on, there was no sound when the ok/stop keys were pressed. There was no light on the cycler buttons, the patient stated they woke up to the cycler alarm and they realized the screen was dark. The patient was advised to reboot the cycler, the patient stated the screen was still dark and ok and stop keys were not lit up. Technical support to replace the cycler, the patient was advised to continue use of the cycler until the replacement arrives. The patient will perform alternate treatment and will inform their peritoneal dialysis registered nurse (pdrn) of the replacement cycler. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, it was identified that the transformer on the inverter board had an internal short.